Manufacturer narrative:
Manufacturer ref: (B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during diagnosis in the post anesthesia care unit. It was also reported that there was no pt injury.